Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 40-0027-s 3.0mm x 145mm fibula rod, batch number 570613 was returned for evaluation. The fibula rod was returned with the distal tail portion broken off across the distal hole. The interior of the hole showed signs of scratching, wear and a fractured surface on either side of the hole. The tail portion showed similar fractured surfaces on either side of the hole with a slight outward bend to one of the fractured edges. The region right around the hole showed a few scratches. The rest of the rod showed no further damage or signs of wear. The broken portion of the rod was measured. The fracture occurred at approximately 0.288 inches from the distal end of the rod. Additionally, the distal end was measured to ensure it was within specification as an undersized rod would more easily fracture. The distal end of the rod measured 0.2365 inches, which is within the acceptable tolerance zone and above the dictated nominal value. It is possible that the canal was inadequately reamed or reamed with the incorrect size reamer. In this case, it would be difficult to insert the fibula rod and an excess load applied, including a bending load during insertion, could potentially cause a failure like that observed. However, based on the information received and the investigation performed, the root cause could not be conclusively determined.

Event description:
It was reported during surgery, the 40-0027-s 3.0mm x 145mm fibula rod broke. There was no patient harm, and the pieces were successfully removed from the patient. The surgeon used a different size rod to complete the surgery, and this issue prolonged the surgery by 20 minutes. There were no adverse patient consequences.